Manufacturer narrative:
Analysis confirmed the deformation of the screw thread of the handle screw. The cause is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a flex arm device used for spinal therapy. It was reported that intra-op, it could not lock well. No further complications were reported regarding the event. Update : pre-op diagnosis : lumbar disc herniated procedure involved : med it was loose and did not tighten. The product came in contact with the patient. There was no impact to patient.